Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the unit alarmed and displayed errors related to pressure sensor issues. There was no patient harm reported.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Manufacturer narrative:
Event date: (B)(6) 2015. MFR date: 03/17/2016. Conclusion / root cause: the data acquisition pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).